Event description:
These scopes were not used during live cases and were only used at the clinic training course on cadavers. Both scopes are exhibiting poor image resolution. The first scope was very dark and the second was completely fogged. This report is for the second scope.

Manufacturer narrative:
Investigation results: maquet received the scope in 2008. The visual inspection showed that there were scratches on the tube shaft and the optic was compromised. Maquet shipped the scope to our OEM, scholly, in 2008. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.